Event description:
Post bilateral hernia procedure, performed in 2006, the patient developed an infection in one of the catheter sites.

Manufacturer narrative:
Eval summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.